Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, 5455297; 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 5452256; 200-02-29 - three peg patella 29mm, 5406336.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient had a poly swap and was last known to be in stable condition following the event. No other patient information or medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision was reported to be due to device recall. No other reason reported. H7: z-0021-2022.

Event description:
As reported via legal documentation, a patient had right replacement surgery on (B)(6) 2018. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 4 years post primary procedure. On (B)(6) 2022 op report states that the patient did have a large effusion with no evidence of purulence or metallosis. There was hypertrophy of the synovium present. Surgeon noted that they could easily appreciate deformation fracture and pinning of the medial femoral condyle of the tibial plastic. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information provided via legal documentation required a new investigation. H3. Updated investigation results- the revision reported in case-2022-00006190 was likely due to inclusion of the tibial insert in the packaging recall and prosthesis wear. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The full extent and root cause of the prosthesis wear could not be confirmed as the device was not returned and, therefore, could not be evaluated. Images and radiographs were also not provided. These devices are used for treatment not diagnosis. There is no other information available.